Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the ¿u508 seal and cut short circuit error". The device was evaluated using olympus¿ test equipment. A visual inspection was performed and found the teflon pad melted and deformed in the center. Also, a small portion of the teflon pad appeared to be slightly melted on the edge with charred stains where it exposed the metal of the jaw. The jaw coating is also peeling on the top part. The distal end of the device was inspected under a microscope and charred stains were found on the probe unit due to thermal damage. The probe is slightly misaligned and touching the jaw on its side when the jaw is closed. The ¿u508 seal and cut short circuit error¿ was displayed on the usg-screen when the jaw was closed and the seal and cut button was activated. The root cause of the u508 seal and cut short circuit error is due to the jaw and probe touching each other without having sufficient tissue in the grasping section. The misalignment of the probe would cause damage to the teflon pad, and is most likely due to the user applying too much pressure on the grasping section by repeated load during use. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." This is 1 of 2 reports.

Event description:
Olympus was informed during a laparoscopic hysterectomy therapeutic procedure, the thunderbeat displayed a u508 seal and cut short circuit error during use in the patient. It was verified that the grasping section was not holding metal. There was no metal exposure. There were no excess body fluids. The procedure was completed with another handle with no patient death or injury.